Event description:
It was reported that post an unspecified stenting treatment procedure in-stent restenosis occurred. Vascular access was obtained via the femoral artery. The target lesion was a 75% in-stent restenosis of a liberte stent located in the moderately tortuous proximal right coronary artery (rca). A 15mm x 5.00mm nc quantum apex balloon catheter was advanced to the proximal rca. However due to the vessel tortuosity and becoming stuck with the stent strut of the implanted stent the balloon catheter was unable to be advanced. The balloon catheter was removed without difficulty and the procedure was completed with a different device. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).